Event description:
A report was received that the patient had an infection at the ipg site. There was drainage at the site. The physician did not believe that the infection was device or procedure related. Antibiotics were prescribed. The patient was doing well.